Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated after the patient took a shower. When all lights are illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. As stated in the IFU for this product, prior to showering the pump must be stopped, disconnected from the tubing and placed in a safe location where it will not get wet. Based on the information provided the most probable root cause was identified as user variance. A relationship between the event and the device was confirmed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that patient stated that after her hysterectomy and that her nurse informed is okay to take a shower. Prior to taking a shower she disconnected the device from the dressing as instructed by her nurse but did not place the device outside the bathroom upon resuming therapy all lights were solidly illuminated. She also tried to change the battery but the device is not longer working. Discussed to her per clinical guideline that if lights are solidly illuminated, a pump error has been detected and the pump can not longer apply therapy. Informed her although the device did not get wet, but the moisture from the bathroom could have possibly damage the device. No harm or injury reported and no further information available.